Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 61mm abdominal aortic aneurysm. It was reported over 4 years later, a type ia endoleak was confirmed by CT, the endoleak was further confirmed on angiography 4 months later. There was no proximal neck length noted. Intervention was performed. A endurant aortic cuff was implanted as part of a chimney technique along with a non mdt renal stent. The type ia endoleak resolved. As per the physician the cause of the event is anatomy. It was said the proximal neck was originally thick, and the leak developed over time. No additional clinical sequalae were provided and the patient is fine.